Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control was made aware by the customer that their device only displayed the charge-pak and service wrench icons and not all three icons as originally reported. Physio verified the presence of the charge-pak and service wrench icons during the device evaluation. Physio also observed that the device had logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. Physio confirmed that the device was unable to detect a shockable rhythm. Physio determined that the cause of the reported and observed issue was due to process residue on capacitor, designator c156 on the analog pcb assembly.

Manufacturer narrative:
The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.